Manufacturer narrative:
Concomitant products: product ID 3708120, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported they needed to be reprogrammed because of pain. There were no traumas, falls, positional movements, medical tests, or electromagnetic environmental exposures that could have been related to this issue. This pain was a sudden change in symptoms. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that circumstances that led to the pain included migraine pain levels and frequency changed. Steps taken to resolve the pain included reprogramming and three new programs. If additional information is received, a follow up report will be sent.